Event description:
The pt received excellent stimulation at trial. The lead subsequently migrated superiorly and the pt felt a lot of abdominal and groin stimulation. The lead was replaced. The pt recovered without sequelae.